Event description:
It was reported that the original calaxo implant procedure occurred six months ago. The surgeon observed that a cyst had formed (size of a golf ball). The site was inflamed where the cyst had formed under the skin. There was no calaxo screw to remove as the body had already treated it as "foreign" matter and the surgeon removed the cyst. It was confirmed that the cyst formed on the tibial side. There are no part and lot numbers available.

Manufacturer narrative:
Reinforced surgical technique to customer. No product is being returned for evaluation.